Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with residue on the lens. Visual inspection found the haptic bent. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in switzerland but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -09.50 diopter, in the patients right eye (od) on (B)(6) 2009. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.